Event description:
The customer alleged they received questionable troponin I stat (tni) results on their e601 analyzer. The customer stated that the quality control was high but in range earlier in the day. The customer provided data for five patient samples, three of which had discrepant results that were reported outside the laboratory. The patients' samples were repeated on a cobas e411 analyzer. The first patient's initial tni result was 0.49 ng/ml. The sample was repeated and the result was <0.3 ng/ml. The first patient had another sample tested and the initial tni result was 0.38 ng/ml. The repeat result was <0.3 ng/ml. The second patient's initial tni result was 0.35 ng/ml. The repeat result was <0.3 ng/ml. There were no adverse events. The tni reagent lot number was 17576201 and the expiration date was 01/31/2015. The field service representative found that the extra wash station syringe was damaged. He replaced the syringe assembly. The customer calibrated and ran quality control and they were all ok.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The field service representative replaced the measuring cell and gear pump head.